Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. Myosure hysteroscope. (B)(4).

Event description:
It was reported a physician dilated and sounded (non hologic devices) prior to attempting a myosure procedure for uterine tissue removal. The physician then inserted the hysteroscope and "immediately the fluid deficit started climbing and the could not get good distention". The hysteroscope was removed and the physician performed a laparoscopy which revealed a "perforation to the posterior wall of the uterus". The physician cauterized the patient and aborted the procedure. We have been unable to obtain additional info surrounding this event.